Event description:
A facility reported an icp sensor catheter kit (ID (B)(4)) was leaking cerebrospinal fluid (csf). The incident occurred during the procedure when the catheter of the microsensor was leaking. The issue was detected before implantation closure and the procedure was completed with a replacement product available.

Manufacturer narrative:
Complaint sample was not returned for evaluation as it was discarded. The DHR was requested from the supplier for lot number ja9365. The lot number provided is associated with the supplier that kits the product, not the supplier that manufactures the product. Based off the DHR provided for kitting, the product passed all visual inspections. Therefore, based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.